Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. During procedure the left-ventricular (lv) lead was dislodged. During lv lead repositioning, it was found that the lv lead was unable to be connected to the device and further exhibited failure to capture. As a resolution the lead was explanted. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.